Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in switzerland: "particle in syringe" according to the complainant when drawing up glucose into a 10 milliliter (ml) syringe, a black contamination was observed inside the syringe. The particulate was approximately 1 x 2 millimeters. Reportedly the process was stopped before use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Problem: moulding fault - black marks. We received one used omnifix 10 ml without packaging. Furthermore, we received one used 10 ml bottle glucose 5% (for these 10 ml bottle glucose 5% please see the cc 400633082). Because we received no batch information from the customer, an examination is not possible if there were any abnormalities in the manufacturing process or in the check routine of the final control. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection according to the - test method - 102019_inclusions, flakes, bubbles, flow marks. Definition of the test method: this method examines the absence of: inclusions (burned granules or contaminant particulates (dark). Flakes (non-fused plastic particles (light)). Bubbles (cavities containing gas). Flow marks (unsightly changes on the component surface). Nominal: assessment: if no other tolerance data's are listed in the test procedure the following applies: max. 4 permitted areas per sample <= 0.1 mm² / <(><<)>= 0.3 mm long. Max. 2 permitted areas per sample > 0.1 to <= 0.3 mm² / > 0.3 - <= 0.55 mm long. Max. 1 permitted areas per sample > 0.3 to <= 0.5 mm² / > 0.55 - <= 0.7 mm long. No permitted areas per sample > 0.5 mm² / > 0.7 mm long. Actual: we detected black / brownish particles (burned material) > 1.0 mm² inside the material of the syringe cylinder (see picture). Summary and assessment: relating to the black / brown particles (burned material) > 1.0 mm² inside the material of the syringe cylinder of the used sample we think it was a fault during the manufacturing process and therefore, we consider the complaint as confirmed. Based on the conducted investigations the used sample is not within the specification. Therefore, we consider the complaint as confirmed and we are awaiting a statement from the manufacturing site (almo-erzeugnisse erwin busch gmbh). The used omnifix 10 ml was forwarded to the manufacturing site (almo-erzeugnisse erwin busch gmbh). Cause: failure in production process. Burnt material: cause of this error pattern is the injection molding process. Set material in the molding tool or machine is the root cause of the inclusions. The error pattern could occur due to too large shear force in the machine or the tool, after a production break. At the subsequent starting procedure, the material reached in the concerned cavity. A complete prevention of this fault pattern is not possible in the molding process. Because the inclusions are embedded in the material, there is no hazard for users, patients or third parties. It is only an optical defect. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.